Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain indications. It was reported that the patient had an MRI on (B)(6) 2026 and the pump logs showed a motor stall, and then on (B)(6) 2026 the motor stall has exceeded 48 hours message. The patient never had the pump checked post MRI. The hcp stated that since they had read the pump today, the recovery code posted in patient's pump logs. Telemetry state was reviewed.